Event description:
Upon completion of the cardiac cath procedure, they were preparing to deploy the perclose device; the package was opened, the device was removed and fully flushed with no issues. When the device was loaded onto the wire it would not advance more than halfway. So it was then taken off the wire and reflushed with no difficulty. They attempted to load it again, but it had the same resistance once it was loaded into the device. The doctor then attempted to load the device as well with no success. Another perclose was used from the same lot number and worked just fine, no issues. Patient did fine and was not harmed or affected.